Event description:
The customer initially returned her olympus hd autoclavable camera head due to the unit not projecting light during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device was not displaying an image at all. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the unit was not displaying an image. Additionally, the connector had a small crack found in the side, and the cable had signs of internal twisting. Due to the lack of image during testing, the user¿s report of poor/no lighting could not be confirmed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image created was due to failure of the charge coupled device (ccd) unit. The cause of why the ccd was faulty could not be identified. Olympus will continue to monitor field performance for this device.